Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios, omnipod software app version: 1.1.6, smartphone operating system: 18.4, smartphone hardware: iphone16.1, cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy as intended, indicating a needle mechanism failure. The system gave a hazard alarm whilst the patient was trying to activate the pod.

Manufacturer narrative:
The pod arrived not deployed with the slide insert not visible through the top housing window and the soft cannula not visible through the bottom housing window. Rotational sensor malfunctions were observed. First prime ended prematurely, lasting 23 pulses. After 33 total priming pulses, the needle mechanism did not deploy, and the pod was deactivated. The commutator cap was observed to be contaminated. A rerun was conducted successfully, the pod replicated the rotational sensor malfunctions. The commutator cap contamination is confirmed as the root cause of the rotational malfunctions, and subsequently, the reported needle mechanism event. The pod did not generate an alarm.